Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that the article, ¿outcomes with two tapered wedge femoral stems in total hip arthroplasty using an anterior approach,¿ does not provide any clinically relevant, patient-specific supporting documentation. Therefore, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as but not limited to abnormal motion over time, biocontamination, bone degeneration, design of device, fit/sizing, lifetime of device, sharp edges, surgical site preparation, traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
On the literature article named "outcomes with two tapered wedge femoral stems in total hip arthroplasty using an anterior approach", it was reported that, 10 stems demonstrated radiographic subsidence of = 5 mm. It was not reported if/how the issue was treated.